Event description:
It was reported that a pt with unstable blood pressure who was undergoing surgery for a gall bladder operation experienced a decrease in blood pressure. The pt's blood pressure was unstable (100mmhg) before the operation, catecholamine was given (atrenol) and plasma expander was transfused. During the operation 2 units were transfused. The 2nd unit was transfused via central port, the 1st unit via peripheral arm vein. Catecholamine was given after the first and second unit, because the pt's blood pressure became more unstale (70mmhg). However, in the ICU the pt's blood pressure was normal (130mmhg). The user had doubts whether the blood pressure monitor during surgery worked well.